Event description:
An hcp called stating the customer ran blood glucose tests on 2 breeze2 meters and received readings of 125 and 400mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was asked to returned the test strips. A new kit was sent to the customer.

Manufacturer narrative:
Customer was using strips from more than one box. A second lot# mentioned was: model# 1466a, lot# 1a6560aa, exp date 08/31/2015. Manufacture date 02/01/2014.